Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08f3d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy and did not feel stimulation. The patient fell which could be related to this issue. The patient fell a month and a half prior to report and did not feel stimulation following this fall and did not feel that the device was doing what it should. The patient had to wear a pad. The morning prior to report that patient soaked through 2 pads. The patient met with a manufacturing representative 2-3 months ago and had reprogramming done. The patient said that the rep said that she would need her device replaced by october, but no allegation was made regarding battery life. She had an appointment scheduled with her doctor on (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that he met with the patient three months prior and it was determined that the battery had 7% life left at that appointment. This was considered normal battery depletion. The patient had surgery on (B)(6) 2015 and impedances were within normal limits on the day of surgery. The patient had stimulation turned all of the way up to 8.0. An x ray was done which showed that the lead moved secondary to the patient's fall. The fall was not device related. The ins and lead were replaced. The new system and the patient were doing well after the surgery.

Manufacturer narrative:
Product ID: 3093-28, lot# va08f3d, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code (B)(4), eval code method, eval code-result, and eval code-conclusion applies to lead(lot#va08f3d) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked to explain what happened in surgery and the fact that the patient said surgery "was unsuccessful. The doctors were unable to explant the device or unable to add new leads," the rep said the patient actually had two other broken leads in place from previous surgeries; the hcp attempted to remove both of them but failed. When asked why the surgery was unsuccessful, the hcp couldn't successfully place another lead as the previous leads were broken off in s3. The information conflicts with what was previously reported. No further actions are planned. No further patient complications have been reported as a result of this event.